Event description:
It was reported that the patient was experiencing an uncomfortable change of therapy. Similar to electro shocks. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
The reported event for patient feeling uncomfortable, change of therapy similar to electroshocks, was not confirmed. As received, the ipg communicated via blue screen utility and patient programmer, with no anomalies. The ipg charged normally. The ipg was functionally tested to manufacturing specifications using the auto tester and passed all tests.